Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and no product issue was found.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, an instrument broke and a fragment fell into the patient. It was retrieved during the same procedure.